Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device was determined to meet the specification requirements relative to the iipv. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 04:26:50 with drain volume of 4439 ml during cycle 1. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.